Manufacturer narrative:
The customer used sample tubes with a 12 mm. Diameter which may impact the function of the liquid level detection. The tube size is not specified for use with the e411 analyzer. Specified tube diameters are 13-16 mm.

Manufacturer narrative:
The field service engineer replaced a liquid level detection circuit board and the sample probe. The analyzer is working.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh ver. 2 assay and a second patient sample tested with the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample from a first patient initially resulted in a tsh value of 0.021 uiu/ml accompanied by a data flag, which repeated as 1.21 uiu/ml. The sample from the second patient initially resulted in a ft4 value of < 0.039 ng/dl accompanied by a data flag. The sample was repeated, resulting in a value of 1.40 ng/dl. The tsh reagent lot number was 52248503, with an expiration date of 31-jan-2022. The ft4 reagent lot number was 52813201, with an expiration date of 28-feb-2022.